Manufacturer narrative:
Device evaluated by MFR: the unit was received in good condition with no visible damage or defects observed. The problem could be reproduced as indicated in the original complaint. The root cause of failure is a defective assembly clutch. The image button of the mdu-5 does not work. The image can be activated only from the control panel. The unit did not meet specifications of the functional test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR # 2134265-2013-05195 and 2134265-2013-05194. It was reported that during a percutaneous coronary intervention, an automatic pullback failure occurred. During testing of the motor drive unit (mdu), the unit was unable to perform pullback and the pullback counter would not work properly. The mdu was replaced. No patient complications reported. The patient's status is good.

Event description:
Same case as MDR # 2134265-2013-05195 and 2134265-2013-05194. It was reported that during a percutaneous coronary intervention, an automatic pullback failure occurred. During testing of the motor drive unit (mdu), the unit was unable to perform pullback and the pullback counter would not work properly. The mdu was replaced. No patient complications reported. The patient's status is good.

Manufacturer narrative:
(B)(4).